Event description:
It was reported that during the procedure the subject guidewire broke during use. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. A DHR review was performed for the lot number implicated in this complaint and no manufacturing issue was found related to the reported event. The device met all required specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No additional details of the reported event were provided. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the subject device was not returned for analysis, a cause of undeterminable will be assigned to the as reported event.

Event description:
It was reported that during the procedure the subject guidewire broke during use. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A DHR (device history record) review was performed for the lot number implicated in this complaint and no manufacturing issue was found related to the reported event. The device met all required specifications when released. During visual inspection, the subject guidewire was broken/ fractured with evidence of kinking and necking near the fracture point. It was unable to perform a functional test due to the condition of the device. The reported complaint was confirmed based on analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. The subject device was returned and was found to be broken/fractured with evidence of kinking and necking near the fracture point (approximately 48cm from the proximal end). Based on the device analysis, it appears the device kinked first and then fractured due to excessive manipulation during use, possibly as a result of navigating tortuous anatomy. An assignable cause of handling damage will be assigned to the as reported subject guidewire broken/fractured inside patient and the as analyzed subject guidewire kinked/bent and subject guidewire broken/fractured inside patient since this complaint appears to be associated with handling of the product during the clinical procedure.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure the subject guidewire broke during use. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.